Event description:
Using an invacare reliant 450 to transfer a resident from geri chair to bed, the lift tilted over with the resident in the lift while in the up position between the bed and the wall with the resident ending up on the floor.